Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition). We received the valve inserted in an unknown liquid in the provided returnkit. The progav was manufactured by a qualified employee in april 2014. The valve was inspected as article 81702020. Results: first, we performed a visual inspection of the valve. Except for scratches, there were no significant deformations or damge of the valve were detected during the visual inspection. Next we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve was permeable and adjustable, albeit both with difficulty. The brake function operates as expected, but the breaking force required was not within the given tolerance. We assume that deposits may have impaired the function of the brake. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances. Based on our investigation, we can confirm the non-adjustability in some degree in the time of our investigation. It is possible that the deposits observed inside the valve could have impaired the function of the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further actions required.

Event description:
According to the complainant an unspecified progav was not adjustable postoperatively. The valve was implanted on (B)(6) 2017. It was revised on (B)(6) 2017 and was returned to the manufacturer. Further details were not provided. Height: 103 cm.

Event description:
According to the complainant an unspecified progav was not adjustable postoperatively. The valve was implanted on (B)(6) 2017. It was revised on (B)(6) 2017 and was returned to the manufacturer. Further details were not provided. Height: 103 cm.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition). We received the valve inserted in an unknown liquid in the provided returnkit. The progav was manufactured by a qualified employee in april 2014. The valve was inspected as article 81702020. Results: first, we performed a visual inspection of the valve. Except for scratches, there were no significant deformations or damge of the valve were detected during the visual inspection. Next we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve was permeable and adjustable, albeit both with difficulty. The brake function operates as expected, but the breaking force required was not within the given tolerance. We assume that deposits may have impaired the function of the brake. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances. Based on our investigation, we can confirm the non-adjustability in some degree in the time of our investigation. It is possible that the deposits observed inside the valve could have impaired the function of the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further actions required.